Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain, fever, abdominal pain and lack of appetite. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized due to the event and was treated with ciprofloxacin (for 16 days, dose, route and frequency were not reported) and fluconazole diflucan (per orem, for 16 days, dose and route were not reported) for peritonitis. Two days after the event onset, the patient's catheter was removed and the patient was temporarily switched to hemodialysis for six weeks. Six days after the event onset, the patient was discharged from the hospital. It was reported that patient has already completed antibiotic treatment. At the time of this report, the patient has recovered from the events. No additional information is available.